Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. A visual inspection revealed no issues or detachment; the device appeared to be in good condition. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. The motor drive unit and ilab system were used to perform a functional inspection on the device. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.

Event description:
It was reported that a shaft break occurred.during preparation of the opticross ic imaging catheter it was noted that the catheter was fractured. The procedure was completed with another of the same device and the patient status post procedure was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. During preparation of the opticross ic imaging catheter it was noted that the catheter was fractured. The procedure was completed with another of the same device and the patient status post procedure was stable.